Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported broken door which was not reproduced due to a system error 322 which was reproduced while running a loaded set. System error 322 was confirmed through review of the event history log. Evaluation determined the cause to be a failed lower link switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a broken door, which was clarified during baxter's evaluation as a system error 322. It was also reported there was no patient involvement.